Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of knee components due to pain. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision reported was likely the result of loosening, wear, or infection, which is addressed in the product labeling under total joint surgery risks.

Event description:
Index surgery: (B)(6) 2015. Revision of knee components due to pain. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Event description:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00354 .

Manufacturer narrative:
It is noted that surgical revisions or intervention are a known complication of total joint prothesis, related to pain. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. Device used for treatment, not diagnosis.